Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited poor ventricular sensing and the physician was unable to obtain acceptable intrinsic p and r wave measurements. During an invasive procedure, noise was obtained from the atrial leads so both the ICD and atrial leads were taken out of service and replaced.